Manufacturer narrative:
Haemonetics field service engineer evaluated the device. The device was put through a complete diagnostic test and no issues were found. The device is within manufacturer specifications and was returned to use.

Event description:
Haemonetics corp received a report of a death that occurred during a routine plasmapheresis on (B)(6) 2017. During the third draw cycle of the procedure, the donor complained he wasn't feeling well. His symptoms included nausea, pallor, sweating, confusion/disorientation. The procedure was stopped and the donor legs elevated and he was given ice packs. The center medical personnel arrived and the donor became unresponsive. The donor was placed into a return cycle at this time. Nine-one-one (911) was called and the medical personnel could not obtain a blood pressure, pulse was 48. The donor had labored breathing and pupils were unequal. The donor was still unconscious but reactive to painful stimuli. The ems arrived on scene and took the donor out of the building where he was still unresponsive. There were no issues with the device or disposables during the donation. This was a regular donor with bi-weekly donations and never previously experienced a donation issue. No cause of death was given and the center did not request a copy of the coroner report.